Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of welts. The patient did seek medical attention about the skin irritation and was prescribed a topical steroid. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is for single use and is disposed after use; therefore, it is not likely to be returned. The patient followed instructions for skin preparations and does not have an allergy or sensitivity to metals or adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified as having contributed to the skin irritation and associated symptoms: the patient is elderly and over 65 years of age. The product labeling advised the patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation described as blisters and welts while wearing the universal electrode patch. The patient did seek medical attention and was prescribed a topical steroid. The patient did not take a break in service from wearing the patch when experiencing the skin irritation. The patient followed instructions for skin preparations using soap and water with a washcloth in circular motion to prep the skin. Patient does not have an allergy or sensitivity to metals or adhesives. The patient was offered lead wired adaptor (lwa) with the flex device. The patient reported they will attempt to use the lwa. No further information to provide.